Manufacturer narrative:
H6: investigation summary fifteen samples and eight photos were provided to our quality team for investigation. Through visual inspection, it was observed that all sample have acceptable amount of silicone which is used in the manufacturing process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the product, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the reported defect not a true defect, no corrective actions are necessary. A device history record review was completed for provided lot numbers 2006446 and 1348444. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 10 bd luer-lok¿ tip syringes from lot 2006446, and 5 syringes from lot 1348444 had sticky foreign matter "oozing" from their stoppers. The following information was provided by the initial reporter, translated from french: "on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber... To the touch, it is sticky. It is very disturbing knowing that if we use them in IV, there will undoubtedly be migration of the following substance towards the patient. The problem has been found on all the syringes stored in our new pharmacy room in nis1. It is true that it is hot in this room. I have just installed a thermometer in order to know the exact temperature (28 degrees at the moment) of the room concerned. However, it should be known that in this summer period that we all know, it is hot in the whole unit despite the air conditioning (in the corridor). We have stocks of bd plastipak syringes in numerous carts in all the care rooms where it is just as hot as in the room concerned by the problem. I hypothesize that it is related to a too high temperature. However, the company does not know what the maximum temperature of the bd plastipack syringes can resist or comply with !!!! This is very puzzling."

Event description:
It was reported that 10 bd luer-lok¿ tip syringes from lot 2006446, and 5 syringes from lot 1348444 had sticky foreign matter "oozing" from their stoppers. The following information was provided by the initial reporter, translated from french: "on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber... To the touch, it is sticky. It is very disturbing knowing that if we use them in IV, there will undoubtedly be migration of the following substance towards the patient. The problem has been found on all the syringes stored in our new pharmacy room in nis1. It is true that it is hot in this room. I have just installed a thermometer in order to know the exact temperature (28 degrees at the moment) of the room concerned. However, it should be known that in this summer period that we all know, it is hot in the whole unit despite the air conditioning (in the corridor). We have stocks of bd plastipak syringes in numerous carts in all the care rooms where it is just as hot as in the room concerned by the problem. I hypothesize that it is related to a too high temperature. However, the company does not know what the maximum temperature of the bd plastipack syringes can resist or comply with !!!! This is very puzzling."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2006446. Medical device expiration date: 31-dec-2026. Device manufacture date: (B)(6) 2022. Medical device lot #: 1348444. Medical device expiration date: 30-nov-2026. Device manufacture date: (B)(6) 2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.